Event description:
An 18 gauge needle was inserted into the left hand. The IV contrast was injected per protocol. The nurse observed for the first 10-15 seconds for extravasation. There was none. There was blood return prior to injection of the contrast material. Several minutes after the contrast was injected the patient statedtheir hand was hurting. The IV was dc'd immediately, and the patient's hand was elevated and ice applied. Abiomedical assessment was performed and it appears that the equipment was working appropriately; however, there is no pressure adjustment on this unit.